Event description:
Reportedly the pt experienced dehiscence of an abdominal wound closure due to pt coughing. The sutures broke and there was bleeding. The pt was brought into the o.r. And the wound was resutured without complication.